Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The software was completely reloaded. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9900 image contrast became excessively bright during a procedure making the anatomy unreadable. Rebooting the system corrected the problem. There was no adverse pt event reported. No further pt info beyond pt identifier was reported.